Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant elevated troponin I result is unknown. However, the pattern of elevated troponin I results of approximately the same value obtained on multiple samples from the same patient with negative results on an alternate, non-siemens methodology is strongly suggestive of non-specific heterophilic antibody binding. No sample has been provided for siemens investigation. The instructions for use for the cardiac troponin I flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant elevated troponin I (ctni) result was obtained on a patient sample on the dimension vista instrument. The patient result was reported to the physician who questioned the result. The same sample was run on an alternate non-siemens methodology and a lower, negative result was obtained. There was no indication that patient treatment was altered or prescribed on the basis of the discordant elevated ctni result. There was no report of adverse health consequences as a result of the discordant elevated ctni result.